Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that insulin was leaking from the cartridge end during training, with no visible cartridge damage observed, and insulin delivery was restored after installing a new cartridge and luer adapter. Symptoms included no adverse physiological effects and no changes in blood glucose. Outcomes included no medical intervention, no hospitalization, and continuation of therapy after correction. Investigation included technical troubleshooting and replacement of implicated components. Investigation of this case revealed that the leak was resolved by replacing the cartridge and luer adapter, indicating a component-related issue. It was concluded, based on previously established findings for similar reports, that the event was related to a device component problem that was corrected by component replacement, with no patient harm.